Manufacturer narrative:
(B)(4). Concomitant medical products: 14-405030, ti-dble lead cort 5.0x30mm scr, 544830. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver tip fractured causing the screw to have to be explanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned for evaluation. As seen in the photos attached, the threaded portion of the inserter is fractured off and remains in the head of the screw. Dimensional analysis on the inserter connector could not be completed due to the damage. DHR was reviewed and no discrepancies were found. The root cause of the event is related to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.